Event description:
I had the shape match triathlon get around knee put in on my right knee after the symptoms did not improve so I ended up having a revision done to the right knee .... The healing process and more x-rays were taken; it was shown that the original cuts to my right knee were wrong. I was put through the MRI process and the images were sent to stryker so they could build the tool and the knee to exactly fit my knee, but I continued to get worse. I was falling and having pain and swelling, it did not fix the problem. When the revision was done it helped for about a month then the symptoms came back along with the instability; the falling and the pain had increased.